Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced multiple episodes of surges, including sensations of the battery being shut off and turned back on. The patient reported surges on the left side since friday morning, with the whole left side shaking and wobbling when walking when therapy was turned off. During surges, the left arm felt "dead" and then returned to normal. The patient expressed concern about the implantable neurostimulator battery degrading or depleting, noting over 500 surges since friday. The patient confirmed no falls, traumatic accidents, or other medical tests or procedures had occurred. Computed tomography (CT) scan, chest x-rays, and head x-rays were conducted, all with normal results. Troubleshooting included pausing charging, using the handset and communicator to check settings, and successfully synching with the implant, confirming therapy was on and the battery was at 50%. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was reported by the patient. Patient noted that the surges were followed by cramping in the right and left sides. Patient turned stimulation off, and reducing the amplitude, however this has not resolved the surging sensation. Impedances were checked and are normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.